Manufacturer narrative:
(B)(4) date sent: 12/21/2021

Manufacturer narrative:
(B)(4). Medical device batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any hemostasis challenges and/or complications with the device during the 1st procedure? What type of checks does the surgeon do to confirm the hemostasis is secured when finishing up a procedure? How was the bleeding identified? How much blood loss occurred? How much time had elapsed between the 1st and 2nd operation? Was the surgeon able to confirm where the bleeding was from? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic sleeve gastrectomy the patient underwent a second procedure to repair bleeding. No other information is available.